Manufacturer narrative:
(B)(4). IV set received, however investigation is not complete. Follow up report will be submitted with final investigation results.

Event description:
Customer reported 40 meq kcl/250 ml was programmed to infuse as a secondary over 3 or 4 hours. Nurse started the infusion, came back to check 25 minutes later, and found the bag was empty. Primary set had a roller clamp above the pump and the clamp was closed, so biomed did not suspect the secondary backflowed into the primary. Pt was already being monitored and started having a few pvcs (had none prior to event). Lab work was done due to the event and potassium level went up slightly, but not as much as they expected for an overinfusion. Reporter does not know any pre-or post-event values. No additional details of event or pt are available.